Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. It was also reported that the pump battery depleted quickly and pump shut off unexpectedly. Customer¿s blood glucose level was 180 mg/dl. Reportedly, the customer reverted to multiple dose injections for insulin therapy. A replacement pump was sent to customer.